Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire medical field service rep (fsr) was able to verify the customer's reported issue. Bench testing revealed a malfunctioning main board. The technician replaced the main board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator was alarming transducer faults. At this time it is unknown if there was any patient involvement associated with the reported issue.